Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time. Response received: what other color cartridges were used before this event? The information was not provided from the hospital. For the previous fire: was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Added additional information the analysis results found that the device was returned with no visual non-conformances and with an ecr60b reload present. The reload was received fully fired and with the cartridge pan dislodged. The device was tested for functionality in the articulated position with a test reload and it fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications.

Event description:
It was reported that during an open sigmoidectomy, the cartridge could not be loaded into the jaw at the 2nd firing. When the jaw was checked, the cartridge pan was remaining. Another device was used to complete the case. There were no adverse consequences to the patient.